Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The customer was provided a replacement device to resolve the issue. The device was sent into bench and evaluated, but no repair was done. It has been concluded that no further action is required at this time.